Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) as dispatched to investigate the issue. The fse stated that there is a history of fault log #66. The fse performed operation check and leak test of solenoid valve, but no abnormalities were found. Then, as a result of inspection based on the inspection record table, the results were good.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had a system error occur when device was started, it started normally by restarting the power supply and was able to be used without problems. There was no patient harm reported.